Event description:
In 05 vasca's clinical sales manager was notified the dialysis unit was unable to establish flow from the valved of a lifesite pt. The upper valve had low flow and no flow from the lower valve. Excessive bleeding was also noticed around the valve during treatment. The treatment was stopped and the pt was sent to the hospital to have the valve removed. During removal it was noticed that the cannula was shattered at connector to valve. The doctor identified a split in the cannula, which was possibly due to a 14 ga needle sliding off the valve into the cannula.